Event description:
The account alleged that the pendant cables have pulled away from the body of the pendant exposing the bare metal wires on three to four pendants.

Manufacturer narrative:
Replacement pendants were sent to the account to repair the bed.